Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, screen black out due to faulty circuit board (qb). The cause of the defective qb board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, monitor does not power up. Power shows to be on however, displays black screen only due to a defective circuit board (qb). Also, a black shadow line on the image due to a defective lcd panel and scratches on the bottom left corner of the window screen. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the operating manager at the user facility that the customer high-definition liquid crystal display (lcd) monitor has a no image issue. The ¿monitor displays blank screen upon start-up. Power shows to be on, however, displays black screen only. No olympus blue screen either. Changing inputs had no effect.¿ the customer reported issue was found during inspection before use. No death, injury or harm was reported to olympus.